Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a blood leak alarm occurred during a patient's hemodialysis (hd) treatment. No blood was visible within the dialyzer or the bloodline tubing. No device damage was visible. Blood test strips were used to test for blood in the dialysate, and the results returned negative. Follow-up revealed that the blood test strips were not expired and the dialysate was tested using their normal process. The user facility stated that there was no evidence that an actual blood leak had occurred. However, per protocol, the treatment was stopped and the entire circuit (dialyzer and bloodline) was discarded. The patient was re-strung on the same machine, and then the treatment was continued and successfully completed. The patient's estimated blood loss was approximately 150ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. No malfunction of the 2008t hemodialysis (hd) machine alleged, observed, or identified during the treatment. However, following the event, the machine was pulled from the floor for evaluation. Functional testing performed by the biomedical engineer confirmed the unit was operating properly. Additionally, follow-up information confirmed that both a visual and audible alarm occurred, and that the clamp closed on the line after the alarm was generated. The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility.

Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.